Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no complaint related issues were found. One depth gauge for 2.0mm and 2.4mm screws was returned for eval. The needle was broken off flush with the end of the slider and the protection sleeve was not returned. The threaded portion of the needle remaining in the slider was unable to be removed. The threads that remained attached to the slider showed that the needle was no hardness requirement, a harness check was not performed for this investigation. Because the threads on the needle were not able to be checked, this complaint is indeterminate.

Event description:
It was reported that the measuring wire of the depth gauge broke during a procedure. Both pieces of the wire retrieved. The surgeon used another depth gauge to complete the procedure.